Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported that a no disposable alarm occurred. According to the reporter, this is multiple in this shipment of cassettes. User was advised to try new cassette. No patient injury was reported.